Manufacturer narrative:
Additional narrative: examination of the submitted pfcsigma post fem aug trl8mms5 confirmed the post on the posterior augment that snaps into the femoral trial broke off during the trialing process. With the information provided a root cause cannot be determined and the need for corrective action was not indicated. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The nub broke off during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.